Manufacturer narrative:
Combination product: yes. The lead was explanted on (B)(6) 2024. As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the device as well as on the provided data. The quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. The analysis of the provided trend data, acquired between 30th of january 2024 and 25th of september 2024 recorded an initial shock impedance of 90 ohms with a sudden sharp increase to >150 ohms at the end of the recordings. The analysis of the provided iegm episodes revealed no abnormalities. The integrity of the lead cannot be assured. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead itself would be necessary to determine the root cause. Should additional information or the device itself become available for analysis, the investigation will be updated.

Manufacturer narrative:
Combination product: yes. -

Event description:
It was reported that shock impedance was out of range (> 150 ohms). The patient was hospitalized and is awaiting the decision on revision.

Manufacturer narrative:
Combination product: yes. The lead was explanted on (B)(6) 2024. Upon receipt, the lead under complaint was found cut 56 cm proximal to the lead tip. The distal fragment was received for analysis. An extraction aid was found on the distal fragment; it is reasonable to assume that the lead was cut during the surgery. The conductor cable leading to the rv shock coil was found fractured 16 cm proximal to the lead tip, which is assumed to be the root cause of the observed high shock impedance. Furthermore, the insulation was found rubbed through approximately 8.5 cm proximal to the lead tip, which is assumed to be the root cause of the observed oversensing. Based on the characteristics of the conductor fracture and insulation damage, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Significant motion in the area of the tricuspid valve should be taken into account. Damages such as a deformed rv shock coil and bent fixation helix most likely occurred during the extraction procedure due to tensile stress. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
It was reported that shock impedance was out of range (> 150 ohms). The patient was hospitalized and is awaiting the decision on revision.